Event description:
The pt was brought to the ER due to a result of 821mg/dl obtained on the suspect device. A lab blood glucose was performed and the result was 190mg/dl. The pt did not receive any treatment.